Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/21/2013 with the following findings:the keypad was found to be fully intact; no damage or peeling was observed. During testing, all keypad buttons were found to be intermittently unresponsive and required increased force to engage. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the keypad buttons were unresponsive. The reporter stated that all keypad buttons are difficult to press and can take multiple attempts to respond. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Animas has requested return of the subject product(s) for evaluation. If the product(s) are returned, animas will evaluate them/it and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.